Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer¿ sodium fluoride 10mg potassium oxalate blood collection tubes the device experienced clotting/micro clots/fibrin clots as well as discolored additive. The following information was provided by the initial reporter. The customer stated: customer reports an increase of samples clogged in gray tubes from more than one health facility that sends samples to the lab. It was performed a technical visit to observe the process of sample taking in one of the facilities, where there is a higher incidence of samples clogged. It was observed that the tubes are being correctly used with the recommended inversions. Even though the additive in tube remains in sample without dissolving itself. In a new sample taken, the inversions were made twice the times recommended but the additive still couldn't dissolve in sample. This is occurring in mostly of gray stopper tubes observed. 04/29/2021: add info received. How many units have been affected? (Update occurrence) the event is present in at least 3 tubes for every 10 units used. Confirm if there wasn't fibrin in samples, the first tube seems to present fibrin, but I'm not sure); the following 2 situations are observed in the collected samples: a fully formed clot, or precipitates of anticoagulant with sequestration of red blood cells. Were all tube filled to the proper draw volume? The tubes were collected with the volume according to the filling level of the tube.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate blood collection tubes the device experienced clotting/micro clots/fibrin clots as well as discolored additive. The following information was provided by the initial reporter. The customer stated: customer reports an increase of samples clogged in gray tubes from more than one health facility that sends samples to the lab. It was performed a technical visit to observe the process of sample taking in one of the facilities, where there is a higher incidence of samples clogged. It was observed that the tubes are being correctly used with the recommended inversions. Even though the additive in tube remains in sample without dissolving itself. In a new sample taken, the inversions were made twice the times recommended but the additive still couldn't dissolve in sample. This is occurring in mostly of gray stopper tubes observed. 04/29/2021: add info received. - how many units have been affected? (Update occurrence) the event is present in at least 3 tubes for every 10 units used. - confirm if there wasn't fibrin in samples, the first tube seems to present fibrin, but I'm not sure); the following 2 situations are observed in the collected samples: a fully formed clot, or precipitates of anticoagulant with sequestration of red blood cells. - were all tube filled to the proper draw volume? The tubes were collected with the volume according to the filling level of the tube.

Manufacturer narrative:
H6: investigation summary bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additive abnormality could not be identified from the photos. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. Retention samples were visually inspected, with no issues being identified. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting or additive abnormality) because the defect was not evident in the testing of the complaint lot samples. Evaluation of both retain and control samples tested were acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed with respect to clotting based on the photos only. This complaint is not confirmed for additive abnormality based on the investigation completed. All testing on retention samples was satisfactory.